Manufacturer narrative:
Unit passed displacement, sleep current measurement, and active current measurement tests; it failed self test. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Self test returned an unexpected hardware low level failures. Adjusted the audio options audio volume 1-5, and each setting sounded the same. Hardware low level failures is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. The unit was received with a tiny crack in the rear of the retainer ring. Did not note any cracks in or around the reservoir tube lip. The retainer ring is firmly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it locked in place properly. The battery cap contacts were firmly attached to the battery cap throughout testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer stated that the part of the ring fell out and also the metal piece from the battery cap fell. Customer stated contact on the battery cap was cracked. Customer stated that insulin pump had neither been bumped nor dropped. Customer stated that the reservoir did lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.